Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: apparently the unit is intact , crease fold, cloudy in the gel and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "possible rupture" and "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "possible rupture" and "crease/folding of implant." Device has been explanted.